Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had become dislodged during a bypass surgery on an unknown date. No patient symptoms were reported. The lead was explanted and replaced during a system upgrade procedure.